Manufacturer narrative:
Additional info has been requested and if made available will be reported as supplemental. Method, result and conclusion codes will be made available following an engineering eval.

Event description:
It was reported "surgeon was impacting avs navigator inserter to implant the cage into the l4-5 disc space. On the 4th or 5th impact the inserter sheared off the back rail of the implant and plunged into the wound. The implant was removed with pickups and the back rail of the implant remained lodged in the inserter tip."